Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please describe the tissue damage.- none was there any medical or surgical intervention required for the tissue damage? If yes, please provide specific details. Vicryl suture used.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, but there was tissue damage due to suture snapping - what tissue was being sutured when the event occurred? Joint capsule - was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the tissue damage. Was there any medical or surgical intervention required for the tissue damage? If yes, please provide specific details.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2023 and a barbed suture was used on the joint capsule. During the procedure, the barbed suture snapped when the joint capsule was being sutured. It was reported that there was tissue damage due to the suture snapping. The barbed suture was discarded and a different suture was used. The procedure was completed successfully. The procedure was delayed by 5 minutes. There was no change in the patient¿s post operative care due to the prolonged procedure. Additional information was requested.